Event description:
The report received indicated that the physician was unable to achieve deflation of the balloon. There was report of injury to the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Add'l info has been requested and will be submitted within 30 days upon receipt.